Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. But returned to olympus (B)(4). The subject device was sent to an independent laboratory, and the culture test was conducted for the subject device. The test result showed that the microorganisms were not detected. The manufacturing record of the subject device was reviewed with no irregularity relating to the phenomenon. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the subject device was tested positive for staphylococcus aureus when the user facility conducted a routine microbiological test. It is unknown in which part of the scope the microorganism was found. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".